Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch screen failed calibration. There was no patient involvement and the malfunction occurred outside of clinical use.

Manufacturer narrative:
MFR received date: 21 jun 2019. Date of report received: 28 jun 2019. The touch screen part arrived, and the part was replaced successfully. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 14jun2019. Date rec'd by MFR: 13jun2019. The reported issue was confirmed, and the customer contacted tech support to resolve the issue. Tech support recommended ordering a new touch screen. The customer ordered a new v60 touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 10oct2019. Date of report : 11oct2019. Analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.